Manufacturer narrative:
Sensor (B)(6)was returned and investigated. Visual inspection was performed on sensor patch and no issues were observed. Data was extracted using approved software, and extraction was successful. The sensor was found to be in sensor state 1(indicates the sensor was never activated) and insetion failures were observed. Watermark was not observed at the base of the sensor tail. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Product has been returned, and the investigation is currently in process. A supplemental report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.